Manufacturer narrative:
Date sent to FDA: 6/23/2020. Additional information: a4,b7, d3,g1,g2.

Manufacturer narrative:
Date sent to FDA: 1/9/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09012019-0000297152 submitted for adverse event which occurred on (B)(6) 2016. Mwr-09012019-0000297154 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgeries on (B)(6) 2016 and (B)(6) 2017. It was also reported that following the procedures the patient had adhesions, abdominal pain, recurrent hernia and pain. No additional information was provided.